Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly. In addition, it was reported that the pump was not logging data despite being in use. Reportedly, the most recent date observed was from january 2018. The customer's blood glucose (bg) level ranged from 85-200 (mg/dl). Reportedly, the customer continued to use the pump for insulin therapy.